Manufacturer narrative:
This complaint is confirmed. A "u" shaped split in the tubing is located just distal to the surecuff. The catheter was placed under a magnified light source. Pockets of residual material are seen intermittently distal to the leak site. The split located on the catheter contains characteristics associated with burst trauma secondary to over-pressurization. It appears infusion pressures may have exceeded the elastic strength of the tubing. This may be a user maintenance issue. The product IFU gives graphic and illustrated instructions on proper maintenance procedures. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process. Coagulation and clot formation results from blood remaining in the catheter following inadequate irrigation. Or, the occlusion may stem from the abnormal condition of a patient's blood. Poor flushing technique after blood sampling may allow layers of fibrin to accumulate over time, narrowing or obstructing the lumen. Lipid-based occlusions are more common with lipid-containing parenteral nutrition admixtures. Primary precipitation of poorly soluble components of the infusate can occur, and/ or drug interactions within the catheter lumen can produce insoluble precipitates. The product IFU gives descriptive and illustrative instructions on a proper flushing protocol. A proper flushing protocol must be followed in order to reduce the risk of occlusion. The product IFU lists lumen occlusion as a potential risk. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. This appears to be a user maintenance issue. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
Damaged catheter was found. The device had been in place for 32 days prior to the complaint incident. The patient was a thin 4-year-old male with low activity level and hydrocephalus. The catheter was inserted via the femoral vein. The surecuff was located about 1cm away from the catheter insertion site. The catheter was sutured at the external part about 3cm away from the insertion site. The external catheter was covered with clear dressing from the insertion site to the clamping area. The leak was observed emanating from a partial slit on the external part of the catheter. The user would like to know the possible cause of the incident.